Manufacturer narrative:
Investigation pending.

Event description:
Customer was performing validation tests on two inratio meters side-by-side on 20 pts. Most results matched very well on both meters while others (about 4 total) were discrepant. Two pt results (including one discrepant) were in the 5-6 range that should not be used for correlation. Three pt samples were sent to the lab for comparison; two of these were in the 5-6 range and one is one of the discrepant results listed below. Three discrepant pt examples: 3.2 and 2.9 on meter 1 vs. 4.0 and 1.9 on meter 2 (nes error, too); 1.4 and 2.7 on meter 1 vs. 2.6 and 2.0 on meter 2; 3.2 and 3.1 on meter 1 vs. 1.6 and 1.7 on meter 2 -- lab 2.8. Meter #1 is (B)(4) and meter #2 is (B)(4). Two lots of strips were used on both meters. One strip lot, 229443, is included in this medwatch report. The other strip lot will be covered in a separate report. No info readily available about pt history or diet; pts were on lovenox.